Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The doctor used a hoffman micro external fixation device and the patient came back to the office for a check up when he noticed why they were having difficulties tightening the clamp. Under the multi pin clamp the micro lengthener had a hairline crack. Sales rep also reported "the issue was resolved because I gave the doctor a new lengthener to replace the cracked one. It was an easy replacement and was done in the office in the matter of seconds the doctor had her non weight bearing for at least 6-8 weeks. He did allow her to use a thumbwheel to lengthen the micro hoffman rail at home and that is when the assembly cracked".

Manufacturer narrative:
The reported incident that lengthener tube hoffmann ii micro had a hairline crack could be confirmed, since the returned device matched the reported failure. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by inappropriate maintenance of the device. The device inspection revealed that the device presents overall signs of corrosion. Two separate cracks are visible on the external tube. Discoloration around these cracks is an indication that crack initiation was a result of corrosion propagation. Corrosion can occur when the device is subjected to an inappropriate maintenance, more specifically, when the wrong parameters for cleaning and/or sterilization are chosen. Moreover, the device should be careful inspected before application and before the sterilization process, so that corrosion issues like this can be identified before the application on the patient. Note, as stated in the cleaning and sterilization guide: ¿the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient. For cleaning or disinfecting medical devices only specifically formulated cleaning agents and/or disinfectants (detergents) should be used. [...] Inspection: before preparing for sterilization, all medical devices should be inspected. Generally un-magnified visual inspection under good light conditions is sufficient. All parts of the devices should be checked for visible soil and/or corrosion.¿ [original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The doctor used a hoffman micro external fixation device and the patient came back to the office for a check up when he noticed why they were having difficulties tightening the clamp. Under the multi pin clamp, the micro lengthener had a hairline crack. Sales rep also reported "the issue was resolved because I gave the doctor a new lengthener to replace the cracked one. It was an easy replacement and was done in the office in the matter of seconds the doctor had her non weight bearing for at least 6-8 weeks. He did allow her to use a thumbwheel to lengthen the micro hoffman rail at home and that is when the assembly cracked".